Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of backup vvi was not confirmed in the laboratory since the firmware was restarted and cleared all memory prior to explant. The device was tested on the bench and no anomalies were found. The cause of the backup vvi was believed to be battery depletion as the charge history provided by the field indicated a high number of charges.

Event description:
It was reported that patient received several inappropriate shocks due to conducted atrial fibrillation, and the device went to backup vvi reset mode. The device had reached eos (end of service indicator) and was replaced.